Event description:
Patient had a right total hip replacement (B)(6) 2011 and has had ongoing persistent right thigh pain and disability. The patient was taken to surgery for revision of right hip arthroplasty. The implant was noted to have a coating failure when removed.